Event description:
After an implantation period of approx. 116 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The lead is still in situ and capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the rv impedance trend curve showed an impedance between 500 ohms and 600 ohms. The rv sensing amplitude trend curve measured values greater than 20 mv in the recorded period. The available iegm episodes artifacts in the rv channel were visible, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.